Event description:
It was reported that the patient is experiencing vocal cord paralysis. The vocal cord paralysis began right after implant surgery. From the patient¿s outpatient clinic visit two weeks following surgery the patient had hoarseness and coughing and still has this issue. Later on, during several visits, the hoarseness was stated as still being an issue, but mostly related to stimulation. In (B)(6) 2017, the patient was seeing a medical specialist because of hyperventilation: left vocal cord paralysis. No intervention is being taken for the vocal cord paralysis. No additional or relevant information has been received to date.